Manufacturer narrative:
Received one device, service history review identified there was no indication that the complaint was related to a service of the device within the review period. Could not confirm customer complaint of failed flow test 3 times, preformed accuracy test 3 times in a row and passed each test with the results of test 1:21.2, test 2:21.4, test 3:21.4.

Event description:
It was reported that the device failed the flow test 3 times, and there was dried liquid under the screen. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.